Event description:
No pump was returned, therefore the complaint could not be confirmed or refuted. An internal investigation was opened to address the reported issue. Per the preliminary technical failure summary, the customer was able to clean the av pins and run a successful test infusion. Pump was returned to customer use. A device history review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue.

Event description:
The following has been reported: biomed reported: pump reading "remove medication. Remove from service." Location mb8b. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a sticky av valve. Visual inspection of the housing and handle found that the bag hooks were removed from the device. Internal inspection found no damage. A mock infusion was attempted but the resistor drive would not return to zero and continued to spin. The main pcba was replaced with the latest version and the som was replaced. The device was then put through functional testing and failed set ID.